Event description:
It was reported the powermax elite mdu hand control overheated. No injuries or complications were reported as a result.

Manufacturer narrative:
The reported complaint of overheating could not be confirmed. Product did not overheat during functional testing. Unit was tested at speed settings between 100 and 8,000 rpm¿s in forward and reverse for 5 minutes each. Also oscillate for 5 minutes in highest setting (9). Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. Mdu did fail for blade recognition and would not select blade ids 1 and 3. One of the magnet sensors for blade ID on the hall board is dead. This does not affect the amount of heat generated by motor. Mdu passed high speeds without overheating. All functions except blade ID performed as expected. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.